Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data analysis: imc logs and lt logs confirmed that the placement signal was unreliable on the date of the reported complaint. There were multiple subsequent placement signal not reliable (psnr) events, and alarms were triggered for each psnr event. Lt logs revealed that the psnr events coincided with an oscillating contrast value far outside the expected range of contrast values. This oscillating contrast issue has been previously observed in a few other consoles that exhibited similar errors. A root cause has not been yet identified; however it is known that an oscillating contrast is the result of a hardware fault on the optical bench. Device analysis: console was sent back to field service for further investigation. The issue could not be reproduced in the lab. This issue is a low probability event and is very difficult to reproduce. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had an impella 5.5 support ongoing for a patient with extensive cardiac and systemic comorbidities awaiting transplant. After 39 days the pump was explanted with transplant. During the support the optical signal had been lost. No patient harm has been reported.